Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed when the battery was not supporting a patient. Also, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom onboard battery would not hold a charge.

Manufacturer narrative:
Visual inspection revealed housing weld separation at the gas gauge and adjacent black scuff / impact marks. Initial system management (smbus) data review revealed the battery to be permanently disabled. The root cause for the customer-reported issue of failing to hold a charge was likely the physical impact the battery sustained as evidenced by the marring, scratches and housing weld separation. Syncardia has a corrective and preventive (CAPA) to address permanently faulted freedom onboard batteries. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4273 follow-up report 1.